Event description:
Pt stated he was driving and felt a pop sensation. He looked down and it appeared like there was a "fissure" in his PICC line. Upon trying to examine the line closer, the line broke into 2 pieces and the pt immediately came to ed. Upon removal of line, several other cracks were noted in the line all within the first 6 cm. The rest of the line was intact and 42 cm were removed. Pt had to have new PICC line placed. No suspected misuse of PICC by pt. FDA safety report ID# (B)(4).